Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), compliant/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
During preparation for the procedure the balloon was ruptured during rinsing. Another balloon was used to complete the procedure. The device did not make patient contact. No adverse events are associated with this event.